Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that patient's implantable cardiac monitor exhibited post sensed t wave oversensing and r wave under sensing. The oversensing was resolved by re-programming. The under sensing will further be monitored. Patient condition was stable.